Event description:
It was reported that during a ptca procedure, when the guide wire was removed from the anatomy, after successful completion of an inteventional procedure, the guide wire core was observed to be fractured. The device had been used with a guidant coronary dilatation catheter, another co's laser catheter, and then another co's gamma radiation catheter. No pt injury was reported, and no part of the guide wire was believed to have been left in the coronary anatomy.